Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inplanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 1999. The patient has a history of malignant arterial hypertension and previous serious adverse reactions to general anesthesia. The initial implant procedure was reported to have been successful with exclusion of the aneurysm. It was reported that the patient presented recently with abdominal pulsation and tenderness, and a computerized tomography scan performed in septenber 2002 demonstrated dilatation of the aortic neck diameter to 30 mm. The stent graft had migrated 20mm distally into the aneurysm, and the aneurysm was reported to have repressurized. No calcification, thrombus, or tortuosity was reported in the aortic neck or iliac limbs. In 2002, a 32 mm diameter x 3.5 cm covered length compassionate use approved aortic talent cuff was implanted to ensure an adequate seal. The results of the implant procedure are unknown, and the patient's status is unknown.